Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed, 32x2.5mm target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 32x2.50mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noticed that the stent strut was lifted. The procedure was completed with another of same device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found no damage. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found no issues with the hypotube. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues on the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty.   Bsc ID: (B)(4). Tw #: (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed, 32x2.5mm target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 32x2.50mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noticed that the stent strut was lifted. The procedure was completed with another of same device. No patient complications were reported and the patient¿s status was stable.